Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarm, which was reproduced during evaluation. The false message was found during functionality testing/service evaluation and is considered confirmed. Evaluation determined the cause to be a failing upstream sensor with upper and lower fluid numbers out of specification. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.